Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 17, 2021.

Manufacturer narrative:
This report is submitted on august 19, 2021.

Event description:
The device was explanted (B)(6) 2021 due to electrode migration and incorrect placement. The patient was reimplanted with another cochlear device during the same surgery.